Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that had their implantable cardioverter defibrillator explanted due to infection unrelated to the procedure. Patient had was a large vegetation on the tricuspid valve that towards the end of procedure had broken apart and moved. Patient passed away due to pulmonary embolism.